Event description:
It was reported that air was observed in a supply bag during use of a homechoice cassette; the supply bag filled with air during therapy. This occurred during dwell tree of four of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the event. There was nothing unusual found during troubleshooting that would cause or contribute to the event. Proper procedures per the user manual and continuous ambulatory pd therapy were discussed with the hp. There was no report of patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina, san cristobal 91000 dominican republic. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.